Event description:
According to the reporter, the response of the non-(B)(6) pencil switch on both monopolar 1 and 2 was slow. (No foot pedal was used.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).